Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six anti-tachycardia pacing (atp) that accelerated the heart rhythm; later on, three rounds of shocks were delivered which converted the rhythm. The device remains in service. No adverse patient effects were reported. Additional information obtained, this device was explanted and replaced due to therapy upgrade.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six anti-tachycardia pacing (atp) that accelerated the heart rhythm; later on, three rounds of shocks were delivered which converted the rhythm. The device remains in service. No adverse patient effects were reported.